Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision procedure occurred as the right ventricular (rv) lead dislodged. The rv lead was successfully reposition and remains in service. The patient was given antibiotics and no additional adverse effects were reported.